Manufacturer narrative:
The returned screw was examined under magnification. No evidence of non-normal wear was present. There was some wear surrounding the head/plate interface, as well as deformation of the screw recess as a result of screw insertion. No deficiency was found. Additional mdrs associated with this event: 3025141-2017-00100: plate. 3025141-2017-00101: screw 1. 3025141-2017-00102: screw 2. 3025141-2017-00103: screw 3. 3025141-2017-00104: screw 4. 3025141-2017-00106: screw 6. 3025141-2017-00107: screw 7. 3025141-2017-00108: screw 8.

Event description:
A clavicle plate was implanted on (B)(6) 2017. The patient fell while skateboarding. One of the screws broke; the plate and the screws were explanted on (B)(6) 2017.